Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead had dislodged and failed to capture. X-ray was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.